Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The shaft separation was confirmed. The difficulty/resistance removing the protective sheath could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while "unpacking" a 3.5x38 rx xience xpedition stent delivery system (sds), the yellow protective sheath was difficult to remove and resulted in a shaft break (possible separation) at the guide wire exit notch. The device was not used in the patient. Another 3.5x38 rx xience xpedition was used to successfully complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.